Manufacturer narrative:
This supplemental report is being submitted to provide the additional information regarding the aer and legal manufacturer. The legal manufacturer confirmed the subject scope was shipped in accordance with specifications via DHR.

Manufacturer narrative:
This supplemental report is being submitted to update investigation coding . Please see the updates in sections:g4, g7, h2, h3, h4, and h10.

Manufacturer narrative:
The device was not returned to the service center for evaluation. As part of our investigation, the ess performed a reprocessing in-service that included demonstrating reprocessing steps for the pcf-h190dl in accordance with manufacturer¿s recommendations. The ess also, reported that the facility¿s sterile processing staff was informed of the scope¿s pre-cleaning requirements to ensure it has been completed prior to leak testing and manual cleaning. In addition, the scope should be manually flushed with detergent using the appropriate flushing tubes and a 30ml syringe. The scope was not returned for evaluation. The instruction manual ¿reprocessing before the first use/reprocessing and storage after use¿ section states ¿after using this instrument, reprocess and store it according to the instructions given in the endoscope¿s companion reprocessing manual. Improper and/or incomplete reprocessing or storage can pose an infection control risk, cause equipment damage, or reduce performance.¿

Event description:
The service center was informed that during a reprocessing in-service with an endoscopic support specialist (ess) at the customer¿s site the scope was improperly reprocessed. The ess reported that the facility¿s sterile processing does not perform the pre-cleaning steps. Also, that the facility was not completing suction following the brushing of the suction cleaning adapter. Manual flushing of detergent was done using a scope buddy. There was no patient involvement, patient infections or device positive cultures reported.